Manufacturer narrative:
At this time, the device has been returned but analysis is not yet complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that this patient presented for follow up with a complaint of near syncope. Evaluation did not identify an issue at that time, but the patient was sent home with a holter monitor. It was subsequently reported that there were instances of pacing not being delivered when required. This pacemaker was explanted and replaced. The right ventricular (rv) lead was reportedly surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of failure to capture or deliver pacing when required and the reported syncope.

Event description:
This supplemental report is being filed as device evaluation has been completed.